Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 12f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device was successfully pre-placed without issue. Reportedly, the suture of the second prostyle device was noted to be separated when the plunger was pulled back. The knot was also found to be untied during removal. The suture of a new prostyle device was successfully pre-placed. The evar procedure was completed using the 12f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.